Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned with the use of a catheter. When the lead was placed, and the helix mechanism was rotated into the left bundle branch (lbb), the parameters were not satisfactory. High capture thresholds were observed but were within range. The helix was retracted, and the lead was removed from the patient. The helix mechanism was examined on the table by reextending it. The lead was reinserted and repositioned into the left bundle branch. When the parameters were retested, there was no satisfactory response. The physician repeated the same steps as previously performed. This time when the lead was reinserted and positioned into the lbb again, loss of capture was observed, and the thresholds were still high but were out of range. The physician proceeded to make an attempt to retract the helix mechanism; however, it became stuck, and could not be retracted. The lead was removed and replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: a request was submitted to the field to obtain product return. The field representative indicated that the lead was shipped back to a warehouse in india; however, this device has not been received by boston scientific. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned with the use of a catheter. When the lead was placed, and the helix mechanism was rotated into the left bundle branch (lbb), the parameters were not satisfactory. High capture thresholds were observed but were within range. The helix was retracted, and the lead was removed from the patient. The helix mechanism was examined on the table by reextending it. The lead was reinserted and repositioned into the left bundle branch. When the parameters were retested, there was no satisfactory response. The physician repeated the same steps as previously performed. This time when the lead was reinserted and positioned into the lbb again, loss of capture was observed, and the thresholds were still high but were out of range. The physician proceeded to make an attempt to retract the helix mechanism; however, it became stuck, and could not be retracted. The lead was removed and replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed, and noted that the helix was extended with dried blood present in the helix housing. Inspection of the electrode tip found a deformed (bent) helix. Foreign material (thread-like) was entwined in the helix mechanism. A twist in the insulation was also observed at approximately 565 millimeters from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of failure to capture or high capture thresholds. Based on the field report of helix difficulty and the observation of a deformed helix tip, an investigation conclusion of known inherent risk of device was determined. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned with the use of a catheter. When the lead was placed, and the helix mechanism was rotated into the left bundle branch (lbb), the parameters were not satisfactory. High capture thresholds were observed but were within range. The helix was retracted, and the lead was removed from the patient. The helix mechanism was examined on the table by reextending it. The lead was reinserted and repositioned into the left bundle branch. When the parameters were retested, there was no satisfactory response. The physician repeated the same steps as previously performed. This time when the lead was reinserted and positioned into the lbb again, loss of capture was observed, and the thresholds were still high but were out of range. The physician proceeded to make an attempt to retract the helix mechanism; however, it became stuck and could not be retracted. The lead was removed and replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis. This supplemental report included device technical analysis.